Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was because cubie pocket would not open. A technical support specialist used tester to open the cubie pocket so the nursing staff could adjust the packaging material causing the jam. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using bd pyxis¿ medflex 1000, the cubie pocket 2.0 malfunctioned. The customer reported that the issue arose when a nursing staff member attempted to dispense sertraline 50mg, necessitating the use of an alternative cabinet. There were no adverse events or injuries reported based on this incident.